Event description:
(B)(4). Noticed considerable lower back pain. Depression/anxiety. Lack of sex drive. Mood swings. Fatigue/lethargy. Very painful ovulation (yes, I can feel it). Very painful/changed pms symptoms. Animal allergies/itching. Weight gain/unable to lose weight.